Event description:
Boston scientific received information that the screen on this programmer went black/flickered when turned on. The programmer was rebooted, but same issue occurred. There were no adverse patient effects reported, and the programmer was returned for repair.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, analysis confirmed the programmer screen flickered. This was caused by the flexed cable. It was also observed that the inverter cover was overheated (melted). Both were replaced on the programmer.